Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 420cc saline prosthesis, catalog #3503420, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with mentor smooth round high profile 420cc saline prosthesis. Deflation was diagnosed by a physical examination on (B)(6) 2018. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. White and brown material was observed within the device. During evaluation, a rent was observed on the posterior aspect, measuring approximately 0.7 cm. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. Microscopic examination revealed parallel striations, which are similar to markings made by a sharp instrument perforating this type of material. Mentor performs 100% inspection and testing of all devices prior to release. As a result, the product evaluation team (pe) concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. These types of striations are more evident of sharp instrument damage rather than shell failure due to wear. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/04/2018, it was reported to mentor that the date problem observed was (B)(6) 2018 and not (B)(6) 2018 as it was originally reported. In addition, the replacement devices were saline mentor smooth round high profile 500cc, catalog number 3503500, serial number (B)(4), lot number 7531771 on the left breast implant and saline mentor smooth round high profile 500cc, catalog number 3503500, serial number (B)(4), lot number 7531771 on the right breast implant. On 04/12/18, it was reported to mentor that the device history record ( DHR) of lot number 5664173 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).